Event description:
During removal of the device, the balloon would not deflate. The stoma had to be dilated so the device could be removed while the balloon was still inflated. Pt was given vistaril (rx). Reporter stated "this is at least the third tube that had a similar problem, but were not reported". No further info was provided for those events.